Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use when the issue occurred, and the system was restarted but no improvement on the reported issue. A philips remote service engineer (rse) reviewed the technical logs which indicated problems with ippc (image processing pc) and or image hdd's (hard disk drives) and rse recommended to replace the ippc drives and pc. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. The fse replaced the host pc as well as hard disk drives and loaded the software. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. It stuck at 0:00. There was no reported patient or user harm. Philips has started an investigation of this complaint.